Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the doctor opened the package on (B)(6) 2022, the ureteral stent was found to be damaged with its pigtail end broken. Due to a broken ureteral stent, it was not used on the patient, therefore there was no harm to the patient. The stent was replaced with a new one to treat the patient.

Manufacturer narrative:
The reported event was confirmed, cause unknown. A photo sample was submitted. An evaluation of the photo sample was completed. The stent was observed to be broken at the distal pigtail. The ureteral stent was returned without the original packaging. An evaluation of the physical sample was completed. The pigtail was confirmed to be separated from the body of the stent. The material does not appear to be stretched or discolored. The edges of the separation do not appear to be jagged; this is seen when the material is cut with a sharp object. The suture porthole was observed to be split from the porthole to the end of the stent; the separation appears to start jagged as seen when the suture is pulled with a force away from the stent. The tip inner diameter and tube inner diameter where the separation occurred were measured with a pin gage and found to be 0.043" and 0.050", respectively, the outer diameter measured 0.0795" and 0.0794" with a laser micrometer; all measurements were within specifications. A 0.038" guidewire passed through each separated piece of the sample without resistance. A potential root cause for this event could be, "inappropriate package design". As no patient involvement was reported the device was not used though it is intended for treatment purposes. It was unknown if the device had met all relevant specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when the doctor opened the package on (B)(6) 2022, the ureteral stent was found to be damaged with its pigtail end broken. Due to a broken ureteral stent, it was not used on the patient, therefore there was no harm to the patient. The stent was replaced with a new one to treat the patient.

Event description:
It was reported that when the doctor opened the package on february 11, 2022, the ureteral stent was found to be damaged with its pigtail end broken. Due to a broken ureteral stent, it was not used on the patient, therefore there was no harm to the patient. The stent was replaced with a new one to treat the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is confirmed, cause unknown. No physical sample was returned, however, a photo sample was submitted. An evaluation of the photo sample was completed by futurematrix on 09jun2022. The stent was observed to be broken at the distal pigtail. A potential root cause for this event could be, "inappropriate package design". As no patient involvement was reported the device was not used though it is intended for treatment purposes. It is unknown if the device had met all relevant specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent.'' "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." The actual/suspected device was inspected

Event description:
It was reported that when the doctor opened the package on february 11, 2022, the ureteral stent was found to be damaged with its pigtail end broken. Due to a broken ureteral stent, it was not used on the patient, therefore there was no harm to the patient. The stent was replaced with a new one to treat the patient.